Event description:
Two pts affected. Electrical stimulation provided to two pts' wounds daily per physical therapy. Pt. 1 received first treatment on 2-19-97 to wound on inner knee. Wound underwent dramatic deterioration within several hours of the treatment. Pt. 2 received elec. Stim. On 2-20-97. After this treatment, her wound underwent a dramatic deterioration as the other had. Both pts. Also developed new wounds which were necrotic, much resembling burns. On 2-21-97, it was determined that in both instances, new carbon electrodes had been used in the treatment. Pt. 1's first electrical stim treatment was performed on 2-19-97. Pt 2's treatment on 2-20-97 was not first, but first with the new carbon electrodes.

Event description:
Two pts affected electrical stimulation provided to two pt' wounds daily per physical therapy. Pt. 1 received first treatment on 2-19-97 to wound on inner knee. Wound underwent dramatic deterioration within several hours of the treatment. Pt. 2 received elec. Stim. On 2-20-97. After this treatment, her wound underwent a dramatic deterioration as the other had. Both pts. Also developed new wounds which were necrotic, much resembling burns. On 2-21-97, it was determined that in both instances, new carbon electrodes had been used in the treatment. Pt. 1's first electrical stim treatment was performed on 2/19/97. Pt. 2's treatment on 2-20/97 was not first, but first with the new carbon electrodes.